Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the customer felt the sorin heater-cooler system 3t took too long to heat up on the patient side during setup. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the reported issue. The unit was able to heat and cool the water to the system temperature limits without issue. The unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) has initiated an rci ((B)(4)) in response to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the customer felt the sorin heater-cooler system 3t took too long to heat up on the patient side during setup. There was no report of patient injury.